Event description:
It was reported to medtronic minimed that the customer experienced a pairing issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy a15 (android 15) with mmt1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: gatt undefined errors coming from the ble stack. Supervisortimeout errors loss of bonding after 30 seconds due to the pairing prompts not being accepted issue is unknown to assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: basic steps: turn bluetooth off > wait 30 seconds > turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data > (if this option is often grayed out on most phones then try the reset network settings instead) reset network/bluetooth settings: settings general management reset reset mobile network settings reset wifi and bluetooth settings uninstall app > restart phone > turn bluetooth off then on > reinstall app try to pair if above does not work try below: remove the mobile device from the pump. Check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select forget to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app then make sure bluetooth is on launch the app and begin the pairing process. (Make sure the application remains in the foreground while pairing). If above does not work, try steps on pump: remove the battery from the pump reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds) turn the pump back on try to pair. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.